Event description:
It was reported that the patients ipg was no longer taking a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was disposed per facility.